Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on the same day she contacted lfs for assistance at between 8:30-9am in the morning. The patient reportedly manages her diabetes with insulin (unknown type) through pump therapy and denied making any changes to her medication. She claimed that immediately after attempting to test with the subject device, she became "light-headed." She denied receiving any treatment for her symptoms but did consume less food/drink than usual at approximately 10am that same morning. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The meter powered on with the power button, but not with the test strips. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.